Event description:
Wife reported to manufacturer that spouse was experiencing increased apneic periods since vns implantation. Patient reported to the manufacturer on 10/18/2006 that he was seen by an ent on 10/2006 due to "....worsened snoring" at which time he underwent a nasopharyngoscopy which resulted in the diagnosis of left vocal cord paralysis. Follow-up with the ent indicated that in addition to the nasopharyngoscopy, the patient underwent a polysomnogram which resulted in the diagnosis of severe obstructive sleep apnea with nocturnal desaturation. Patient was placed on nasal continuous positive airway pressure which according to treating physician, "....seemed to correct the vast majority of his events." In regards to the report of vocal cord paralysis received from the patient, the ent reported "....that there was complete compensation by the right true vocal cord. This takes a while, so I assume that the left paralysis is due to the operation itself."

Manufacturer narrative:
H6 code: vns therapy system labeling lists left vocal cord paralysis as a potential adverse event possibly associated with surgery or stimulation. In addition, vns therapy system labeling states that patients with obstructive sleep apnea may have an increase in apenic events during stimulation. H6 code: treating physician reportedly believes that the left vocal cord paralysis may be related to the implant surgery. The patient's reported obstructive sleep apnea was most likely undiagnosed prior to the implant of the vns therapy system.